Event description:
During evaluation of a returned homechoice device, a system error 2240 (air in line) alarm was identified. The alarm was found in the log, which indicates a potential malfunction of the disposable cassette. No additional information is available at this time.

Manufacturer narrative:
(B)(4). During evaluation of a homechoice hardware device, an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Therefore the cause could not be determined.